Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the lower door switch on right side was intermittent. Switch was not broken, but was not always making full contact. The switch position was adjusted. The door was opened and closed 15 times with no issues. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that while setting up before a case the system showed door open even though it was closed. The site have had this issue before so they tried giving the system a "hug" but this did not resolve the issue. No patient involved.